Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had turned the ins off for quite a while, and they went back to the hcp who suggested for them to get back on it because they were getting relief. Patient then stated they tried to use their external devices, and they saw a message saying that the communicator needs to be replaced. Patient stated that they haven't used the communicator for a long time. Agent requested a communicator replacement through repair. Patient called back on (B)(6) 2026 because they couldn't pair the new programmer. Walked through the steps of pairing the handset and communicator. Patient successfully paired the device. Patient got the message "therapy has stopped replace the internal device to continue therapy". Patient said they haven't had the device on for the last 6 months or so. They wanted to know how it was already dead. Reviewed how the settings can impact the life of the battery. Redirected to patient hcp.